Event description:
Park et al. Incidence and clinical impact of fracture of drug-eluting stents widely used in current clinical practice: comparison with initial platform of sirolimus-eluting stent. Journal of cardiology 60 (2012) 215-221; report that there were (B)(4) stent fractures of which (B)(4) involved restenosis of the original cypher stent platform, (B)(4) stent fractures with the cypher select and (B)(4) events of restenosis without fracture with the original des platform. The authors retrospectively analyzed data from (B)(6) percutaneous coronary intervention (coact) registry involving the initial platform of first generation des stents, cypher bx and taxus liberte along with the current practice with newer des platforms such as cypher select (cs), taxus liberte, endeavor and xience. Of the (B)(4) stent fractures, (B)(4) were found in the lad, (B)(4) in the lcx and (B)(4) were found in the rca. The specific vessels involved with the restenosis and stent fracture events were not specified.

Manufacturer narrative:
Please note that this report represents notification of (B)(4) separate events involving stent fracture which involved restenosis of the original cypher stent platform from a literature review source and for which specific patient information was not available. An investigation was conducted, but no additional information has been obtained yet. Complaint conclusion: the complaint received states that post implantation the cypher stents were fractured. Park et al. Incidence and clinical impact of fracture of drug-eluting stents widely used in current clinical practice: comparison with initial platform of sirolimus-eluting stent. Journal of cardiology 60 (2012) 215-221; report that there were (B)(4) stent fractures of which (B)(4) involved restenosis of the original cypher stent platform, (B)(4) stent fractures with the cypher select and 101 events of restenosis without fracture with the original des platform. The authors retrospectively analyzed data from (B)(6) percutaneous coronary intervention (coact) registry involving the initial platform of first generation des stents, cypher bx and taxus liberte along with the current practice with newer des platforms such as cypher select (cs), taxus liberte, endeavor and xience. Of the (B)(4) stent fractures, (B)(4) were found in the lad, (B)(4) in the lcx and (B)(4) were found in the rca. The patients and vessels involved with the restenosis and stent fracture events were not specified. The stents remain implanted thus unavailable for analysis. There has been no sterile lot number information available for any of the involved devices, thus no dhrs could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat instent stenosis of a previously placed stent. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.